Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient had two leads implanted. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:(B)(4). It was reported that both the patient drg leads have migrated. Surgical intervention is currently pending.